Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing set separated at the y-port when the package was opened. The event occurred in the infusion therapy unit. Although requested, additional information was not provided.

Event description:
It was reported that the tubing set separated at the y-port when the package was opened. The event occurred in the infusion therapy unit. It was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer's report that the tubing set separated at the y-port was confirmed based on the customer provided photos. The separation was at the engagement of the tubing to the inlet of the second smartsite port components. However, due to the sample not being received for evaluation, the root cause was unable to be identified.